Event description:
Report received that the device did not detect air-in-line during preventative maintenance testing by the user facility. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.